Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned to manufacturer.

Event description:
It was reported by the national joint registry that surgeries that involved a biomet femoral head and biomet apollo cup resulted in revision surgeries. The patient had an initial left hip surgery on (B)(6) 2011. He then underwent a revision surgery due to dislocation/subluxation on (B)(6) 2012, in which the cup was removed.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. An investigation has been performed, consisting of a documentary review and based on the given information, no root cause could be determined. Following the investigation results of this complaint, no corrective action has been performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Please refer to report 3006946279-2018-00079.